Event description:
In 2009, the patient reported experiencing elevated blood glucose of 300-400 mg/dl 3-4 times in the past 6 months that may have been caused by defective up and down buttons on his infusion device. He stated that he programs boluses by touch and he sometimes does not feel the vibration of the infusion device when pressing the buttons. Missed boluses may have contributed to elevated blood glucose. His blood glucose at the time of the report measured 100 mg/dl, within his target range. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.